Manufacturer narrative:
No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.